Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone unexpected restart a cold reset was performed. Troubleshooting was completed. The blood glucose was unknown. The insulin pump will be returned for analysis.